Event description:
Pt underwent operative procedure with insertion of heartmate left ventricular assist device on 10/16/98. On 12/18/98, pt experienced bleeding from chest wound. Emergently taken to the o.r. For exploration. Heartmate pump found to be disconnected. Aggressive efforts to resuscitate pt were unsuccessful.